Manufacturer narrative:
A hospital biomedical equipment technician evaluated the instrument and found disconnected tubing to pinch valve pv37. The disconnected tubing resulted in liquid spraying the peltier module. The technician reattached the tubing and dried the peltier module resolving the leak and errors. The customer stated the instrument is operable with no further issues. Beckman coulter (bec) field service was not dispatched to the site. (B)(4).

Event description:
The customer reported a leak from the right side door of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. In addition, the instrument generated ambient lyse temperature errors. The instrument operator was wearing a lab coat, gloves, and eyewear at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.